Event description:
It was reported that the customer passed away at home. The customer committed suicide. The customer had stomach problems. The caller stated that, due to the nature of the death, he did not have the customer's insulin pump or the blood glucose meter, hence could not provide the last recorded blood glucose value. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The customer was not using sensors. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. The caller stated that he will try to obtain the device and send it back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.